Manufacturer narrative:
Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia.

Event description:
It was reported that the patient¿s blood glucose level rose to 22 mmol/l (396 mg/dl) while wearing the pod for an estimated 4 to 24 hours. Upon removal of the pod from the infusion site on the leg, the pod¿s cannula was observed to be bent. As treatment, the parent administered insulin to the patient using an insulin pen.